Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate multiple electrode anomalies. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).